Event description:
It was reported that pump malfunction occurred after pump got wet on 5/28/26 and displayed malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if issue happened again, which customer acknowledged and understood.